Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/11/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how many devices from each lot exhibited the alleged deficiency in each case? Could you please provide the lot number currently listed as ¿unk¿? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, the suture detached one of the needles. They checked if any needles remained in the patient's eyes. After inspection, it was confirmed that no needles were present, using magnetic finders. There were no patient consequences reported. Additional information was requested.